Manufacturer narrative:
Film evaluation summary: the caused of the reported limb occlusion seen one week post-implant could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review and the reported occlusion and stent graft in-vivo configuration could not be assessed. The location/side of the occlusion was also not reported. It is possible that implanting within the severely calcified and small caliber distal aorta may have led to limb compression and resulting occlusion. Other possible occlusion contributors (which are currently unknown) include limb/vessel oversizing, and if the occluded limb may have been extended into the external iliac artery. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The patient had pre-existing distal aortic narrowing with calcification. It was reported that the patient presented one week post the index procedure with leg pain, and an occluded limb was identified on CT scan. A thrombectomy with ivus and pta was carried out to resolve the occlusion. As per the physician, the cause of the event was due to the patients narrow calcified distal aorta. No additional clinical sequelae were reported and the patient is fine.